Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right atrial (ra) lead, it was noted that there was oversensing of noise on the lead. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.